Manufacturer narrative:
A bci field service engineer (fse) repaired the leaking valve. Fse cleaned the hydro area and reassembled the unit.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to leakage in the hydro-pneumatic area on synchron lx 20 pro clinical systems. No injury was reported.